Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display a broken mas driver.

Event description:
It was reported that the patient underwent a spinal fusion procedure at l2. During procedure, the tip of the screwdriver broke off in the head of the multiaxial screw and could not be removed. The broken tip remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.